Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not work after being exposed to moisture also had a crack at the back. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with frozen display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to frozen display. P-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner and battery tube threads. Device received with pillowing keypad overlay.